Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed, blood test strips were used and they tested positive, and the machine alarmed. Estimated blood loss was 250 cc's. Patient completed treatment and had no adverse effects. Sample has not been returned to the manufacturer.